Event description:
It was reported that noise and a decrease in hv lead impedance were observed. An insulation anomaly was suspected. Lead remains implanted. Patient will be monitored with close follow-ups.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.